Event description:
It was reported that the tubing set cracked at an unspecified area. The customer further clarified that there were no alcohol caps used. Although the customer stated no alcohol caps used, the product arrived with two attached curos caps.

Manufacturer narrative:
The customer¿s report that tubing set cracked was confirmed. Visual inspection confirmed that the male luer¿s spin collar luer had lateral cracks. Closer inspection under a lab microscope observed signs of over torque due to the damages on the surface of the spin collar. Functional testing showed no anomalies. The root cause of the cracks were identified to be a result of external stress from overtightening of the male luer¿s spin collar on the mating component.

Manufacturer narrative:
Although requested, the product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set cracked at an unspecified area. The customer further clarified that there were no alcohol caps used.